Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Device received with peeling keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump extended from the bottom. The customer blood glucose level was 103 mg/dl. Customer stated that numbers were ramping on their own. Customer stated that the scroll bar was moving with no input. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.